Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2017-00130, 3006946279-2017-00131.

Event description:
It was reported that a patient is experiencing knee pain. An allergy to unknown material has been indicated; however, this has not been confirmed. No intervention has been reported.